Event description:
It was reported that the 9900 system locked up and continued to fluoro by itself. Power button selected to shut down power. The case was completed using another c-arm. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.